Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The lot number has been requested. The investigation is ongoing.

Event description:
It was reported by the user facility that the system is not cutting with continued aspiration. No patient impact or intervention reported.

Manufacturer narrative:
Upon further investigation it has been determined that this event does not meet reporting criteria. This event has been reassessed as not reportable. The failure was not related to the device and was reportedly due to the customer¿s regulator.